Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/24/2007 and 10/04/2007 by phone, mail and fax. Additional information was received 10/09/2007 and 10/17/2007 by phone and fax.

Event description:
A clinical director reports that following intraocular lens (iol) implant surgery, the surgeon noted a scratch on the lens. The scratch was too far into the visual axis and the lens was exchanged for another model. An anterior vitrectomy was also performed. A retinal specialist reports everything "went fine" during the exchange.